Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical patient was revised to address metal-on-metal disease, high cobalt levels, and osteolysis. Update (B)(4) 2012 - medical records were received from legal. The lot number for the liner was identified. Records are available on disc 3 if needed for further review. Update 4/30/2015 - pfs and medical records received. These records were received on 8/18/2014 with the alert date of (B)(6) 2012. Records were reviewed for MDR reportability on 4/30/2015. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, corrosion, pain, and metal ion levels below 7ppb. Pre-operative indications were x-rays show osteolysis, but there was no mention of osteolysis in the revision operative note. The stem is being added for the corrosion. The complaint was updated on: 4/30/2015.